Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the reported surgeon console in the field and the associated device logs. Review of the field service notes indicated that the system was turned on and checked. The system passed calibration and tele-operation testing was performed. There were no issues noted regarding the input device rotation with the surgeon console. Evaluation of the logs noted no errors were triggered for the surgeon console regarding the input devices. Evaluation of the surgeon console noted no abnormalities associated with the reported condition. Therefore, the investigation was not able to identify a root cause or speculate on a probable root cause. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during testing, there was an issue with the rotation of the right input arm of the surgeon console. Although the input arm could be rotated, the instrument rotation was not smooth. There was no patient involvement.

Event description:
It was reported that there was an issue with the rotation of the right input arm of the surgeon console. There was no patient involvement.

Manufacturer narrative:
H3) preliminary device evaluation: medtronic is leading an evaluation of the reported surgeon console. Review of the field service notes indicated that the system was turned on and checked. The system passed calibration and tele-operation testing was performed. There were no issues regarding input device rotation with the surgeon console. Further evaluation of the reported surgeon console is still pending, and the investigation is not able to identify a root cause at this time. Additional information will be provided in a supplemental regulatory report when the investigation is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.